Event description:
It was reported that the doctor deployed the filter through the left femoral vein. The lower limbs of the filter did not open. The doctor attempted to open the legs with the guidewire and the filter moved cephalad. The doctor removed the filter and placed a new recovery filter to complete the procedure.